Event description:
The pt was to have their device removed due to a medical procedure (back surgery). It was noted that the physician was to explant the neurostimulator battery but not the lead. The surgery was scheduled for (B) (6) 2010. Further info was requested.

Manufacturer narrative:
(B) (4).